Manufacturer narrative:
The device received with unexpected battery power loss, problem isolated to electronic assembly.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm. The patient¿s blood glucose level was 119 mg/dl at the time of the incident. Customer states that this is the second occurrence of unexpected power loss. Customer was assisted with troubleshooting but the issue was not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.